Manufacturer narrative:
Insulin pump passed the operating currents measurement, self test and displacement test. No unexpected low battery alarm anomaly noted. No blank display anomaly noted, however pump had corroded battery tube and corroded battery cap contact. Insulin pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, minor scratched display window, stained end cap sticker and stained address or serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low battery alarm on insulin pump. The customer also had high blood glucose level of 544 mg/dl. The customer treated with insulin pump. Troubleshoot was performed for low battery alarm. The product was returned for analysis.